Event description:
It was reported that a malfunction alarm occurred after the customer's cartridge ran out of insulin during the night. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.